Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: a review of the alarm history revealed multiple call service alarms on the reported event date of 01/09/2014. During investigation, the pump was powered on and displayed the ¿verify¿ screen. The display screen was found to be functioning appropriately and fully illuminated to normal contrast. The pump was opened; no damage was found to the display screen. The reported complaint was not duplicated during evaluation of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas the display screen went blank after replacing at least twice. It was noted that the batteries used were from different packages. There was reportedly vibratory and audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.